Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The executed inspection of the bracket casing showed that a piece of the thread broke off on the tip of the thread and remained in the pedicle screw head. Unfortunately, it is not possible for us to understand how this damage occurred. No product errors could be determined.

Event description:
It was reported that the thread was broken while turning the screw. This is report 2 of 2 for complaint (B)(6).